Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 4 days post procedure. It was reported that on (B) (6) 2010, a 3.0 x 18 mm promus stent was implanted at the mid lad with excellent results. On (B) (6) 2010, the physician received a telephone call from the referral physician stating the pt had expired on (B) (6) 2010. No additional event or pt info reportedly was available.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.